Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis and subsequently passed away due to the peritonitis and another indication. The cause of and the treatment for the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the peritonitis or whether physioneal therapies were ongoing until the time of death. The cause of death was reported to be due to the peritonitis complicated by malnutrition. It was not reported if an autopsy was performed. No additional information is available.